Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead exhibited shock impedance measurements of around 135 ohms with the newly implanted device. It was indicated that the shock impedance measurements with the rv lead and chronic device were 117 ohms. It was indicated that the patient's weight had increased during the last few months. The physician elected to monitor the patient remotely. No adverse patient effects were reported.